Event description:
The subject device was returned to an olympus service center with a report that the bending cover was leaking. The device is an olympus loaner unit. During inspection and testing, service found the metal support at the bending section was protruding. This report is being submitted for the malfunction found by service during the device evaluation [metal protruding]. There was no report of patient or user injury due to the issue.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer¿s investigation, it is likely the metal support was protruding due to the user forcibly angulating the distal end to the opposite direction from the bending direction, while the distal end was being bent, resulting in the cable support becoming detached. However, a definitive root cause could not be determined. The event can be detected by following the device's instructions for use (IFU) which states: ¿inspection of the endoscope: inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.¿ the event can be prevented by following the device's IFU which states: ¿do not operate the angulation control lever with excessive force in a narrow space to the opposite direction from the bending direction while the distal end of the endoscope is not moved. The bending section may be damaged. Check the tip position of the endoscope and the shape of the bending section using fluoroscopy, etc. Do not insert the insertion tube with excessive force and twist.¿ according to the IFU, the following warning is described: ¿when the tip of the scope does not move, if you apply an angle in the opposite direction, the curvature may be damaged.¿ during inspection and testing, service confirmed the device was leaking from the bending cover due to a cut in the bending section, confirming the customer's reported issue. Olympus will continue to monitor field performance for this device.